Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis showed that the controller was out of use for a significant period of time. There is no data near the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, when set to the current date and time, the rtc was able to retain the new settings. No failure detected; the controller was able to retain the correct date and time during bench testing. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's back up controller displayed a date of 01/01/00. The controller was replaced with controller (B)(4). There was no reported consequence or impact to the patient. No further information was provided.